Manufacturer narrative:
(B)(4). The reported failure of "unit display was missing segments" was not verified. Investigation reports that the monitor would freeze and corrosion was found on the user interface printed circuit board (ui pcb). Display missing segments is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section h7 for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient involved.